Event description:
The user facility reported that during a diagnostic colonoscopy, the video screen went dark and the image was completely lost. The procedure was said to have been completed using a similar, but different endoscope. There was no injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of image difficulty, and the device would not provide an image. Multiple portions of the device were determined to be third party parts, including the insertion tube, bending section cover, bending section cover glue, and switch unit. The device failed leak and insulation testing. The distal end cover of the colonoscope was melted, and approximately 50% of the light guide bundles were broken. Fluid was found in the control body, and the angulations were found to be heavy, noisy and rough. The air/water nozzle was sharp, and there was a dent at the bending section, and the light guide lens was chipped. The bending section glue and objective lens glue showed signs of chemical damage, and the insertion tube was discolored. The device has now been refurbished. The (B)(4) instructions manual advises users to carefully inspect the device prior to use, and not to use if any anomalies are detected. This medical device report is being filed in an abundance of caution.